Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, a guide setup displayed when the customer installed the 1st cannula to the universal surgical manipulator (usm) 3. The customer had not installed the camera instrument, but the arm suddenly moved. The arm number and the axis were not reported. The customer resolved the issue and continued the procedure prior to contacting technical support. The isi technical support engineer (tse) reviewed the system logs and found no related error. Tse indicated that the system was working properly. The user continued the procedure using all usm arms with no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the usm arm moved unintendedly, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Prior to the call, the customer resolved the issue and continued the procedure without issue. Tse reviewed the system logs and confirmed no related error. Tse verified the system and the usm arm in reference and confirmed that it is within specification. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A review of the procedure log confirmed the surgical procedure on (B)(6) 2023 via system serial# (B)(4). Furthermore, the logs indicate that the system was used on subsequent procedures. Isi reviewed the site¿s complaint history, which does not show any additional complaints related to this product and/or this event. The probable root cause of the alleged arm moved unintendedly cannot be determined based on the information provided and phone support details. The issue was resolved and is likely transient. System issues are often the product of multi-component/environment interaction and can be transient in nature. In most scenarios, system issues can be worked through with troubleshooting measures, avoiding a procedure conversion. This complaint is considered a reportable event due to the following conclusion: it was alleged that the universal surgical manipulator (usm) moved unintendedly after the start of the procedure. The available information is ambiguous. Usm moving could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.